Manufacturer narrative:
(B3) date of event: the event occurred 2-3 days prior to (B)(6) 2019. Device is a combination product. A synergy ii us mr 2.75 x 38 mm stent delivery system (sds) from was returned for analysis broke in 2 pieces. The second piece of this device containing the manifold hub was not returned. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube shaft found a break situated at 86 cm proximal to the distal end of the tip. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the very tortuous right coronary artery (rca). A 2.75 x 38mm synergy ii drug-eluting stent was advanced for treatment. However, after multiple attempts to pass the ostium of the rca, the shaft bent. The catheter was snapped before putting in the device box. The procedure was completed with another of the same device. No patient complications were reported and patient status was fine.

Manufacturer narrative:
Date of event: the event occurred 2-3 days prior to (B)(6) 2019. Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the very tortuous right coronary artery (rca). A 2.75 x 38mm synergy ii drug-eluting stent was advanced for treatment. However, after multiple attempts to pass the ostium of the rca, the shaft bent. The catheter was snapped before putting in the device box. The procedure was completed with another of the same device. No patient complications were reported and patient status was fine.